Manufacturer narrative:
Findings: unable to perform displacement test due to missing retainer. Pump received with minor scratched lcd window, scratched case, pillowing keypad overlay, missing reservoir tube o-ring and broken reservoir tube lip. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir compartment was damaged. The customer's blood glucose was unknown. The product was returned for analysis.